Event description:
On (B)(6) 2013, urology sales reports to lf tech support, during in unk procedure, staff reports the sedecal generator locked up. Pt was moved to another room to complete the procedure. No pt details are available at this time. On (B)(6), customer reports via phone that they were performing a left side, cysto stone manipulation procedure on a female pt, when the system locked up with a 'tube warm-up required message', and would not fluoro. Staff moved the pt to another room where procedure was completed without further incident. No reported injury.

Manufacturer narrative:
Urology sales rep was told by staff they thought the sedecal generator locked up. Sales reports it sounded like the sedecal integrated console was stuck with the changing parameters message when switching from the adult tab to the warm up tab. Tech support f/u: customer reports they had tested the system and could find no issues. System operated and made x-rays. Customer believes possible operator error. Customer does not require field service engineer visit. The room was considered functional.